Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, and 60% stenosed proximal circumflex artery. A 3.5 x 8 mm xience v stent delivery system was advanced to the lesion; however, before it could be deployed, the stent implant dislodged. A trek balloon catheter was advanced to the lesion and expanded to deploy the stent in the intended site. The procedure was completed at this time. There was no clinically significant delay in the procedure and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.